Event description:
It was reported that at time of ICD change-out due to eol, oversensing was suspected, resulting in the lv lead appearing to have a high capture threshold. The lv lead tested normal. The device was explanted and replaced and all measurements were within range.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
This is to correct brand name, common name, product code and PMA number.

Manufacturer narrative:
The reported sensing anomaly was not confirmed in the laboratory. The device was tested on our automated testing equipment and no anomaly was found. The device is normal. The cause of the reported sensing anomaly could not be determined. A longevity calculation was performed and the battery was within the normal longevity estimations.